Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a programming error with the pump not updating and telemetry was cancelled 3 times. It was noted the pump was never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The pump logs indicated 4 programming sessions on 2014 (B)(4). The first 3 sessions indicated interrupted telemetry.